Manufacturer narrative:
The device was not returned to bsn by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received from the patient 855 days post an elective system explant procedure that the bsn device crippled her. No further information can be obtained.